Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that when attempting to deliver a bolus, the pump suddenly became locked. The patient claimed he held up/down keypad buttons at the same time to unlock the pump; however, stated that the screen remained locked. The patient then rebooted pump to clear lock and when on the verification screen, the keypad buttons did not respond to press. At the time of the call, the patient reported he was hospitalized for shortness of breath; however, stated that the hospitalization was unrelated to his diabetes and confirmed the alleged issue with the pump did not cause or contribute to a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.